Event description:
Caller reported potential false negative urine hcg results from urine samples from three female pts compared to positive results from home pregnancy tests. Consumer reported three female pts with positive hcg results using home pregnancy kits vs negative results when using the consult kit in the office. All urine samples tested were mid-day. No serum samples were tested. All pts were diagnosed as "pregnant" based on other tests and clinical presentations. No samples available for further testing. Customer has no interest of further testing the consult kit. No invasive procedure performed based on consult test results. No other pt info provided.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine, lot: hcg110216-01. 100 miu/ml hcg urine, lot: hcg110307-01. The 241.0 iu/ml hcg urine, lot: hcg111020-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time, (n=8). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=6). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=6). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Consumer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.